Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high thresholds. No additional adverse patient effects were reported. This lead was not expected for product return.